Event description:
According to the reporter: disposable linear staple reload did not open after being fired. The surgeon had to cut the staple reload out himself. The event required intervention.

Manufacturer narrative:
(B)(4).